Manufacturer narrative:
(B)(4). Date sent: 12/14/2021; d4: batch # v95g71. Investigation summary. The product was returned for evaluation. Visual inspection and functional testing were conducted on the returned device. Upon visual analysis of the returned sample, it was determined the er320 device was returned with no apparent damage. The device was tested for functionality. During the analysis, the device was noted to have body fluids on device. The device was functionally tested, and it fed, retained, and formed the remaining twenty clips as intended. The event described could not be confirmed as the device performed without any difficulties noted and no product defect was identified. As part of our quality process, all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post market surveillance. A manufacturing record evaluation was performed for the finished device batch number and no non-conformances were identified.

Manufacturer narrative:
(B)(4). Batch # unk. The lot/batch was not provided; therefore, a manufacturing record evaluation could not be performed. Attempts are being made to obtain additional information and to retrieve the device. To date, no additional information has been received and no device has been returned. If the device or further details are received at a later date, a supplemental medwatch will be sent: please confirm, was there any issue with bleeding? If yes, how was the bleeding controlled? What was the amount of the blood loss (mls)? Was a transfusion required? Was the procedure altered as a result of the event? What is the current patient status? If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during an unknown procedure, clip applier malfunctioned and tore the renal vein. It is unknown how procedure was completed. Patient consequence was not reported.